Event description:
It was reported that perforation, pericardial effusion (pe), device movement, and explant occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were inserted. The closure device was deployed and noted to have pierced the laa, causing a small pe. The closure device met the release criteria and was released. It was then noted that part of the closure device became detached from the laa, blocking the laa. Surgical intervention was performed and the closure device was removed. The laa was surgically closed. The patient was reported to remain stable and has been discharged.